Event description:
Caller reported that their pump screen was dark and wouldn't turn on, and the battery was not charging despite using different charging solutions. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.